Event description:
It was reported that during a procedure, the image on the scope became blurry, making visualization unclear. Due to it, the procedure was prolonged by an hour. As the procedure was almost completed, the doctor decided not to convert it to another method. After the procedure, the scope was inspected and found that it has water leakage. It was reported that the scope has been used multiple times. The procedure was completed without patient harm.

Manufacturer narrative:
The investigation is still on-going.